Event description:
Additional information was received that the patient's ipg was explanted.

Manufacturer narrative:
Correction: section d9-the date returned to manufacturer should have been march 30, 2023 rather than blank. The report of ipg replacement due to nearing eol was confirmed. Analysis of the returned ipg found that the device itself had not declared eri or eol but a programmer had logged a first eri date of (B)(6) 2022. Longevity analysis did confirm device had normal battery depletion.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Ipg is still providing therapy. Surgical intervention is planned to address the issue.